Event description:
Additional information was reported that lead will remain implanted as patient has system turned off and does not want to have further revision surgery at this stage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: the following concomitant product no longer applies to the event- product ID 978b128 implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) confirmed there was only one lead. The results of the x-ray showed that the lead had moved 1.5cm out of position in the sacrum. The cause of the patient not feeling stimulation determined and most likely factor was that issue could have happened when patient was moved off table or during coughing fit immediately post op. The patient will undergo a lead revision in a couple of months no date set yet.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# 978b128 serial# implanted: (B)(6) 2025; explanted: product type lead product ID 978b128 lot# va32rd8 serial# implanted: (B)(6) 2025; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown, UDI#: (B)(4); product ID: 978b128, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI #: (b)(4(. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on table testing of lead was done with responses below 1.5ma on electrodes 123 lead was connected to implantable neurostimulator (ins). The impedance was done with all electrodes within normal range (green). When patient arrived in recovery patient started to cough violently to the point where they sat bolt upright and continued to cough violently for 15-20mins (this was reported to manufacturer representative by recovery nurse). Rep arrived to see patient after this. Post op they tried to program system. Testing all electrodes taking each electrode up to 5ma with no perceived stimulation felt by patient. They did another impedance which was all green and within normal range. Again testing of all electrodes including case up to 5ma with no stimulation perception impedance test normal range. Patient was ordered an x-ray ap and lateral sacrum requesting position of electrodes on thursday (B)(6) 2025. No intervention until x-ray is taken. More information will be available after july 25, 2025.